Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, documentation, drawing, manufacturer¿s instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide a photo that confirmed the separation of the outer sheath into five segments. The distal segment contained a concentration of biomatter near the point of separation, which could have provided resistance during the removal of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. It should be noted that there is no IFU provided with this device. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but to the patient¿s condition. Reportedly, the patient¿s access site presented with severe scarring, which was likely a contributing factor in the difficult removal of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 01jul2019 noting that the access site was the right common femoral artery. The patient's anatomy presented with heavy scarring, and it was reported that because of the scarring, resistance was felt during removal. Reportedly, it was the outer cannula that was damaged.

Manufacturer narrative:
PMA/510(k) number = k171275. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a micropuncture transitionless stiffened cannula access set sheath separated. Access was obtained and the wire was advanced; however when the user attempted to remove the wire, the sheath would not come out. A cut-down procedure was performed to remove the sheath, which had separated. Nothing was left in the patient who was reported to be "doing well" after the procedure. There has been no report that the patient experienced any adverse effects due to this event.